Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1103569 ¿ device expiration date : 30-apr-2026 ¿ device manufacture date : 13-apr-2021 lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. Medical device expiration date : unknown for unknown lot #. Medical device manufacture date : unknown for unknown lot #. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (needle clog -injection) on this lot # 1103569. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for (needle clog -injection) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch # 1103569 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported using bd nano pen needles and many in these 2 boxes are clogged during injection with no issue during the flow check. Previously : lot # unknown = 1 box date of event : unknown sample status : discarded.